Manufacturer narrative:
The tech found the side rail is broke at the pivot point. The tech replaced the side rail to resolve the issue.

Event description:
The tech alleged the side rail is hanging from the bed. No pt impact.